Event description:
It was reported the powered wheelchair joystick sped up unexpectedly causing the user to lose control of the wheelchair. The user ran into a wall, sustaining minor injuries to two left toes. No further patient consequences were reported as a result of this event.